Event description:
Experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 7/11/24. On 7/12/24 a beta bionics customer care agent followed up with the user about the event. The user experienced the low bg event after dinner on 7/11/24. The lowest recorded bg during the event was 30 mg/dl, and the bg remained outside the target range for a few hours. Ems was called due to the user being lethargic. The user received treatment with oral glucose, IV dextrose, and fast-acting carbs. The immediate effects included nausea and vomiting. It was noted that the user announced a meal incorrectly while experiencing low bg around 4:00 pm, and a reminder was suggested to avoid this mistake in the future.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hypoglycemia on the reported event date. There was a "usual for me" dinner meal announcement delivered prior to the hypoglycemia. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the user overestimating the carbohydrate content in their meal, or being unable to eat all of their meal, resulting in an excess of insulin relative to their need. This user has a pattern of unintentional meal announcements, and received additional support from their healthcare provider and beta bionics cds following this event.